Manufacturer narrative:
One 6f, decapolar, csl, response ep catheter was received for evaluation. The catheter was returned due to damage. Visual inspection of the catheter showed a fracture in the shaft. Further investigation revealed the shaft fracture to be due to improper bonding between the grey and black shaft portions.

Event description:
This report is to advise of an event observed during analysis confirming a fractured catheter shaft with exposed internal wiring.